Manufacturer narrative:
Concomitants: 06001016009, a10012 - gps implant kit v2; serial #: (B)(4), category #: 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t; serial #: (B)(4), category #: 208-06-04 - cc distal fem augment sz 4, 10mm; serial #: (B)(4), category #: 02-012-60-2080 - logic stem ext 20mm x 80mm; serial #: (B)(4), category #: 02-010-06-0541 - logic post. Aug. Block size 4, 5mm; serial #: (B)(4), category #: 02-010-06-0541 - logic post. Aug. Block size 4, 5mm; serial #: (B)(4), category #: 204-70-00 - tibial stem ext. Screw; serial #: (B)(4), category #: 208-06-04 - cc distal fem augment sz 4, 10mm; serial #: (B)(4), category #: 02-012-61-2000 - logic offset stem ext coupler 2mm; serial #: (B)(4), category #: 02-012-60-1440 - logic stem ext 14mm x 40mm; serial #: (B)(4), category #: 02-012-66-2000 - metaphyseal tibial cone, ml32mm; serial #: (B)(4), category #: 02-012-44-4015 - logic tibia implant psc insert, sz 4, 15mm serial number (B)(4) is confirmed to have been packaged in a vacuum bag that does not contain evoh.

Event description:
It was reported via clinical study, that the 62 yo male patient experienced aseptic femoral loosening resulting in swelling and pain. The patient reported that the left knee started feeling looser. The MRI confirmed movement. The date of adverse event onset is unk-unk-2021. The patient was treated with physical therapy. The patient¿s outcome was last known as continuing.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, h6. MDR section codes updated/corrected: b, c, d, e, f, g. The reason for the reported event cannot be confirmed from the information provided but may have been due to femoral loosening. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.